Event description:
It was reported that the patient had a lead migration two weeks prior to the report which necessitated a lead replacement on (B)(6) 2012. There was no known accident or incident related to this complaint. The patient reportedly was feeling stimulation in the target area but it was noted that it was too early to tell if the patient was getting effective therapy. The next day it was reported that the patient had optimal stimulation on multiple settings.

Manufacturer narrative:
Product ID 3889-28, lot# va01dyk, implanted: 2012 (B)(6), product type lead. (B)(4).